Event description:
The customer reported about a month ago (unable to remember the exact date) his blood glucose reach "high" (>500 mg/dl) less than 24 hrs after the pod was activated. He checked the infusion site at that time and realized the cannula had "never fired out."

Manufacturer narrative:
The product was not returned for eval we are unable to confirm the reported needle mechanism failure to fire and deploy the cannula or determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.